Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's pump was explanted. The reason for the explant is currently unknown.

Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that the patient developed an infection at the incision site causing the pump to protrude. The pump was subsequently explanted.